Event description:
Related manufacturer reference number: 2017865-2023-19338. Related manufacturer reference number: 2017865-2023-19340. It was reported that the patient presented in the clinic. It was noted that the pacemaker incision site was not healed for over a month and caused pacemaker pocket infection. The pacemaker and right ventricular (rv) lead were exposed due to wound dehiscence. The entire pacemaker system was explanted. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. As received, a complete lead was returned in one piece measuring 52.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The cause of infection could not be traced to the device.